Manufacturer narrative:
The insulin pump had a button error alarm and no down button response due to a corroded down keypad trace. They were unable to verify for the sensor anomaly due to the no button response.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that the pump started beeping when he looked at it. Customer's blood glucose was 108 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer stated that after he woke up, the alarm occurred 15 minutes after he checked the pump. Customer mentioned that he has not been able to get the sensor to work. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.